Event description:
It was reported that using a femoral artery access approach during a procedure of the 80% stenosed first marginal (m1) artery , and 99% stenosed second marginal (m2) artery of the circumflex (cx) artery, a difficult predilatation was completed using a non-abbott balloon dilatation catheter (bdc). The 2.75 x 12 mm xience pro stent delivery system (sds) was delivered and deployed using 9 atmosphere (atm) for 15 seconds with a good result. During removal of the sds from the anatomy resistance was noted, slight force was applied and the shaft became separated. The two separated fragments were removed together with the guiding catheter without issue. A different device was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received stated that the 2.75 x 15 mm xience pro stent delivery system (sds) was advanced but failed to cross the lesion and during removal the shaft separated; all of the device was removed without issue. The 2.75 x 12 mm xience pro sds was delivered and deployed using 9 atmosphere for 15 seconds with a good result. There was no reported issue with removal of the device. There was no reported adverse patient effect.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.